Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to unspecified reasons. A new 4.0 cm aus cuff was implanted. Boston scientific has been unable to obtain additional information regarding the circumstances. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.